Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-08-07 additional information was received from a consumer via a manufacturer representative (rep). The rep reported that the patient was very thin and the rep was able to palpate the ins to ensure that the ins recharger (insr) antenna was directly over the ins. When charging cycle started 8 coupling bars were observed then without the patient or insr antenna moving the coupling bars went to 0. The rep stated that subsequent attempts were unable to achieve good coupling, and believes that patient needs a new insr. A replacement insr antenna and adhesive disks were sent. No symptoms or additional complications were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient was having trouble maintaining coupling boxes while charging. A week before the report, the manufacturer representative reported that they met with the patient and they went go over the equipment and tried a charge. It was reported that the patient could not maintain efficiency bars during charging, regardless of their positioning. The representative reported that their visit with the patient was like a post op because after implant patient had to go to rehab which delayed using the stimulator. It was reported that the patient was given a refresher and placed on hd programming. It was reported that any movement makes the squares blank. A replacement antenna was requested. Additional information was later received from a consumer via a manufacturer representative (rep). The rep reported that the patient was very thin and the rep was able to palpate the ins to ensure that the ins recharger (insr) antenna was directly over the ins. When charging cycle started 8 coupling bars were observed then without the patient or insr antenna moving the coupling bars went to 0. The rep stated that subsequent attempts were unable to achieve good coupling, and believes that patient needs a new insr. A replacement insr antenna and adhesive disks were sent. Additional information received from a rep stated that multiple attempts were made to charge using antenna locate, but the issue was not resolved .no symptoms were reported. There were no reported complications and no further complications were expected.